Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso sensor. A 'high-pressure' alarm was found in the event history log. Functional testing was unable to duplicate the reported issue; however, it was verified in the ehl. It was determined that the dso sensor was the root cause and was replaced. The rtc battery was replaced as it was over limit. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited beeps. There was unknown patient involvement.